Event description:
Event description guidant received information that this device was unable to be interrogated and there was no apparent pacing on the monitor. There was no magnet rate and telemetry was unable to be achieved, even though more than one programmer was used. No adverse patient effects were reported.